Manufacturer narrative:
Zoll medical corp has not rec'd the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B) (6) female pt with vital signs absent, the device issued a "shock advised" prompt for a heart rhythm, they believed was non-shockable. The clinician subsequently did not administer the shock to the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.